Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011 (patient ID, age, and weight are unknown). According to the complainant, the patient took a very deep breath during the ablation and a fluid loss alarm was generated. A burn approximately the size of a dime was observed on the lateral wall of the vagina. The procedure was aborted at this time, and the burn was treated with silvadene cream. The patient's condition at the conclusion of the procedure was reported to be fine. An additional attempt has been made to obtain follow up event details with no response from the clinician.